Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was popping off of the needle at the swage. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.